Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level 41mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The current blood glucose level was 236 mg/dl. The auto mode feature was active at the time of incident. Customer had not experienced any symptom at time of low blood glucose level. Customer was treated with food for low blood glucose level. Customer stated that normal insulin was dripping or squirting from end of infusion set before connecting at their site. The insulin pump will not be returned for analysis.